Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a patient experienced under correction greater than one diopter post optimized photo therapeutic keratectomy (ptk) in both eyes. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. The root cause could not be identified conclusively. (B)(4).